Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. This event will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri). There was a concern the battery depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was scheduled. The available information suggests this device remains in service. Should additional information become available this event will be updated.